Manufacturer narrative:
The tandem user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking. Reportedly, a new cartridge was used to address the issue. Additionally, it was reported that multiple intermittent occlusion alarms occurred. Reportedly, customer was using admelog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed multiple times to address the issue and insulin delivery was resumed. There was no impact to the customer's blood glucose level.